Event description:
It was reported that the therapy in this subcutaneous implantable cardioverter defibrillator (s-ICD) may be deactivated following a stroke experienced by the patient. The device was unable to be interrogated by the communicator. Rhythmcare referred the patient to their clinic to evaluate their device. This device remains in service. No adverse patient effects were reported.